Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there appears to be a firmware bug in the interaction between the vt/vf (ventricular tachycardia/ ventricular fibrillation) therapy counter diagnostic and the post-shock pacing (psp) feature being enabled. If the psp feature is disabled, the counter increments just fine. The implantable cardioverter defibrillator (ICD) remains in use. The patient is enrolled in the (B)(6) clinical study. No patient complications have been reported as a result of this event.